Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the reported inaccuracy was confirmed by analysts. The expulsor was found to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical cadd solis vip pump failed volume testing. It was reported that the pump volume was out of range by 16.5ml. No reported adverse effects.